Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having some breakthrough leaking when they drank a lot of water. Patient said they talked to a manufacturer representative (rep) because the stimulation was too high and the rep helped them to lower the stimulation because they could feel it vibrating.  Patient's physician advised them to adjust therapy. Agent assisted patient with increasing the amplitude. They confirmed stimulation in bicycle area and comfortable. They were redirected to doctor if issue persists. Patient services reviewed how to charge external devices. Patient services also reviewed how to turn therapy on, off and changed programs.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.